Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two leads from the same lot. It was reported the patient was no longer receiving effective stimulation. Reprogramming was unable to resolve the issue. Lead diagnostics revealed multiple low and high impedances and auto-reducing was also observed. The patient underwent surgical intervention on (B)(6) 2017 to remove and replace the leads as it was determined the leads had migrated. Therapy was restored and issue has been resolved.